Event description:
It was reported that during a surgical procedure on the skull, the bur broke. It was also reported that there was a two minute delay and there were no adverse consequences as a result of this event. It was further reported another bur was available to complete the procedure.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval; however, the repair unit in kalamazoo assessed the bur and attachement. It was visually confirmed that the bur was broken along the shank, the returned bur was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachement associated with this MDR is as follows: part number (B)(4), lot#: 11125.